Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 5:30pm on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of "111 and 56 mg/dl" performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' precision criteria. The patient manages her diabetes with insulin (self-adjuster). It is unclear what action, if any, she took after obtaining the alleged inaccurate results. She reported that 10 minutes after the start of the alleged issue, she developed symptoms of "shaking, confusion, light headed and feels like she is in tunnel" she reported that at about 5:40pm, she consumed more food/drink. She denied receiving any other treatment or medical intervention for her symptoms. At the time of troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. However, she did not have control solution test available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.